Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was noted that the right atrial (ra) lead exhibited high impedance. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.